Event description:
It was reported that patient experienced infusion set tubing was leaking at the site issues, which leads to high bg and patient received correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.